Event description:
It was later reported that the patient's previous settings were noted to be 1.75ma, no other parameters were provided.

Event description:
It was reported that during an implant, the generator that was going to be implanted was already on when the physician interrogated it. The hospital reported that it was turned on before it was opened. Another generator was implanted in the patient as the physician believes that the generator had been on for some time and didn't want to implant it as the battery could be partially depleted. The generator had been found programmed to settings of output=1.75ma/off time=180min/magnet output=2ma. The generator was returned for product analysis on 08/24/2015. The manufacturing records were reviewed for the generator and the device was confirmed to be disabled prior to shipment at settings of output=0ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=180min/magnet output=0ma/magnet on time=60sec/magnet pulse width=500usec. Product analysis was completed on the generator on 09/08/2015. The generator was received into product analysis programmed on like reported, output=1.75ma/frequency=25hz/pulse width=500usec/on time=30sec/off time=180min/magnet output=2ma/magnet on time=60sec/magnet pulse width=500usec. The device performed according to functional specifications. Analysis of the pulse generator in the product analysis lab confirmed that no abnormal performance or any other type of adverse condition was found. Good faith attempts for further information from the hospital coordinator were unsuccessful.

Manufacturer narrative:
(B)(4).

Event description:
The patient's programming history was reviewed and there were two lines of programming history from (B)(6) 2015 showing the device being interrogated, not programmed. The therapeutic consultant reiterated that he copied data from every single handheld and tablet at the site to make sure all possible programming history was obtained.